Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the unites states alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated negative results for all targets (sars-cov-2, influenza a, influenza b). The same sample was retested on another cobas liat which yielded a positive result for sars-cov-2. The sample was retested on another cobas liat and generated the same sars-cov-2 positive result. The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The data was not provided for review. Without more information and analysis of data, the observed discrepancy could be due to the sample being a weak positive near the limit of detection (lod) of the assay, sample handling, and/or differences in sample collections and infection level. This is a sample-specific issue and the reagent is performing as expected.